Event description:
The customer reported that the automated endoscope reprocessor (aer) gave an error message, ¿too much pressure, channel blocked¿, during the cleaning and disinfecting cycle, during reprocessing of the subject device after an unspecified diagnostic procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the air/water nozzle was observed to be partially clogged with a solid, white foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
During inspection and testing, the origin of the foreign material could not be determined. There was no detrimental deformation of the hose of the nozzle. Further evaluation of the device found the adhesive on the bending section cover (a-rubber) was worn, and the bending angulations were out of specification. The insulation resistance value was out of specification. There was no air or water flow at the output of the endoscope due to the clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. It is possible that the foreign material could not be removed even though the user reprocessed properly in accordance with instructions for use (IFU). The following information is stated in the IFU: "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.